Event description:
Reporter indicated that a dell handheld computer will occasionally not turn on for use and occasionally turn off also. The handheld is allegedly not working at all now. The handheld and flashcard have been received and are awaiting analysis.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.